Event description:
It was reported that the device was in back-up mode and the status report revealed power on resets (por). The capacitor had charged excessively due to intermittent oversensing after the bi-v pace, causing the device to deplete below end of life (eol). The device was custom programmed. The lv lead was in the is-1 port because the physician wanted atp in the lv.

Manufacturer narrative:
The reported field event of device reset was verified in the laboratory. The cause of the reset was due to a power-on- reset, caused by a low battery voltage. The low battery voltage was found to be caused by an excessive amount of high voltage charges. Slight noise was observed on the atrial channel. It is believed that the high volume of charging was caused by noise from a device-to-lead connection issue. Testing on the bench found normal device function. Test signals were sensed and paced normally.

Manufacturer narrative:
Na